Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿burst balloons¿. A potential root cause for this failure could be "non-uniform thin sac and /or finish dip coverage". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:¿visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the balloon of the foley catheter burst in the patients' bladder, causing the catheter to fall out and the patient experienced some self limited bleeding. The patient did not go to the doctor and there were no missing pieces. No medical intervention reported.